Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes. Patient described red, almost open bumpy rash and looks almost burnt. The patient was recommended to use over the counter creams by a physician. The patient reported using over the counter creams and removing the vest for periods of time and here has been improvement.